Event description:
It was reported that a straight pin fell out while the device was being cleaned. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, it was determined that one of the straight pins were missing. This failure would cause the pin collet to not grab or retain the pins. During the assembly process, the straight pins are pressed into the drive shaft. During the process, material is removed from the pins which can cause the pins to loosen with use over time.